Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 1 patient on a cobas 6000 c (501) module. The initial result was 13.0%. The patient's doctor questioned the high result. Because the patient had had 2 samples drawn at the same time, it is unknown which sample the repeated results came from. On (B)(6) 2025, the repeated results were 7.0%, 6.6%, 6.3%, and 6.4%. The repeated results were obtained on another module. The result of 7.0% was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found the rinse and detergent levels were slightly low in the cells during the mechanism checks. He adjusted the rinse levels for the rinse and detergent, replaced a valve, adjusted the sample probe and rinse tubing, and performed a decontamination. He performed checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.